Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no insulin delivery issues occurring. Unrelated to the complaint, evaluation revealed that the battery compartment is cracked and there was corrosion observed inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2011 alleging 83 units of insulin unaccounted for and low blood glucose (bg) readings. The patient reported a low bg of 15 mg/dl on the morning of (B)(6) 2011. There was no mention of symptoms. The patient claimed he treated himself by drinking a carbohydrate containing drink and skipping bolus for meal. At the time of troubleshooting, the patient reported that he changed his cartridge on (B)(6) 2011 at 7pm and filled it with 200 units of insulin. During review of prime history it showed patient filled cannula with 1 unit and at the same time primed pump with 14.7 units. The patient's basal setting is 1.4 units/hour for a total of 33.6 units during a 24 hour period. During review of bolus history, the patient claimed history did not reflect a lunch bolus he administered on (B)(6) 2011. At the time of the call, the patient disconnected from the pump, removed cartridge and confirmed 68 units left in cartridge. Customer support noted that pump history did not reveal unintentional insulin given and the patient denied any inadvertent infusions. This complaint is being reported because the patient reportedly obtained a blood glucose below 40 mg/dl while on the insulin pump therapy.